Event description:
The customer reported via the sales rep that the window cup trial could not be removed with an introducer during a procedure. It is further reported that when the surgeon attempted removal of the trial, the introducer came away leaving the trial in the acetabulum. It is further reported that the surgeon removed the trial with no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the 54mm trident acetabular window trial looks worn and was cross-threaded. Due to cross threading, the threads of the 54mm trident acetabular window trial are deformed. The rim of the returned window trial has fractured.